Event description:
A customer reported she had her blood glucose meter since (B) (6) 2009 and on that day she did not know how to operate the device. As a result, the customer was unable to test her blood glucose and experienced thirst. The paramedics were called, but the customer did not reportedly recall if she received treatment. The customer additionally reported she was transported to medical facility where she was diagnosed with severe hyperglycemia and treated with insulin and an intravenous medication (unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
During the troubleshooting survey, adc customer service provided training to the customer on how to operate the blood glucose monitoring system. No further investigation is required. There is no indication of a product malfunction. This is the final report.